Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate calcification. The emboshield nav 6 was positioned in the popliteal artery and used together with the atherectomy device. Upon retrieval of the filter without resistance, the physician noticed that the tip of the wire had detached and was caught in the diaphragm of the sheath thinking it was hair because the wire had already been removed. The physician pulled it out of the diaphragm of the sheath with his gloved hand/fingertips and realized that it was the tip of the wire. The sheath stayed in the anatomy. Fluoroscopy was performed to confirm nothing was left in the anatomy. It was also stated that the patient had a stent in the proximal sfa that was placed 9 months prior to the procedure. The physician bent the proximal end of the stent inward on itself with the long up and over sheath prior to the intervention/ atherectomy/ ballooning/ stenting. This invaginated stent could have damaged the tip of the barewire. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation determined that the reported material separation was likely related to procedural circumstances. Based on the reported information, it is likely that the tip of the barewire became stretched and separated due to interaction with the atherectomy device, or the previously implanted stent from a prior procedure that was in the proximal sfa. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion the superficial femoral artery (sfa) with moderate calcification. The emboshield nav 6 was positioned in the popliteal artery and used together with the atherectomy device. Upon retrieval of the filter without resistance, the physician noticed that the tip of the wire had detached and was caught in the diaphragm of the sheath thinking it was hair because the wire had already been removed. The physician pulled it out of the diaphragm of the sheath with his gloved hand/fingertips and realized that it was the tip of the wire. The sheath stayed in the anatomy. Fluoroscopy was performed to confirm nothing was left in the anatomy. It was also stated that the patient had a stent in the proximal sfa that was placed 9 months prior to the procedure. The physician bent the proximal end of the stent inward on itself with the long up and over sheath prior to the intervention/ atherectomy/ ballooning/ stenting. This invaginated stent could have damaged the tip of the barewire. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.